Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 10/30/2024, it was reported by an arthrex subsidiary employee via (B)(4) that (3) ar-1204af-90 flipcutters broke. This occurred during a lca procedure on (B)(6) 2024. There was no additional information was provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.